Manufacturer narrative:
The device involved in the event was intensively investigated by drager medizintechnik gmbh. The screws which hold the radiant heater were not securely fixed in the reported event. The assembly procedure to fix the heater for the us-market is carried out by co subsidiary in the USA according to the device master record of the radiant heater. Up to now there is no case known about loosen screws of the radiant heater in the us. Therefore no further action are necessary for the us.

Event description:
It was reported that during manipulation the radiant warmer got loose.